Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause for the low bg was unknown. The customer consumed glucose tablets to address bg level. Customer loaded a new cartridge to resolve the reported insulin gauge issue.